Manufacturer narrative:
H6: investigation summary: this statement is to summarize the investigation results regarding a complaint that alleges discrepant result when using kit flu a+b 30 test hospital veritor (material # 256041), batch number unknown. The customer visually detected a positive result for flu a, but the analyzer gave a flu b+ result. They had some concerns about the differences between visual read and analyzer´s result. The customer confirmed that the results from the patient did not impact the treatment as it was reported as flu. Bd quality performs a systematic approach to investigate all discrepant result complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing could not be performed because the batch number was not provided. No photos or physical samples were returned; therefore, return sample analysis could not be performed. According to the report, the customer tried to interpret the results visually. Bd representative advised the customer that this test is not designed to interpret the results visually and the results should only be read through analyzer. The reported issue was unable to be confirmed. Currently, there are no adverse trends identified for discrepant result. Bd quality will continue to monitor for trends.

Event description:
It was reported when using the reader kit flu a+b 30 test hospital veritor the user visually inspects the cartridge and questions the result. The result was visually read positive for flu a+ and the analyzer gave a flu b+ result. No health impact or consequence reported.

Event description:
It was reported when using the reader kit flu a+b 30 test hospital veritor the user visually inspects the cartridge and questions the result. The result was visually read positive for flu a+ and the analyzer gave a flu b+ result. No health impact or consequence reported.

Manufacturer narrative:
Unknown lot number: d.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.